Manufacturer narrative:
Unit received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump just stopped working. It was just blink red and went to the medtronic signage and the insulin pump was turned off. Customer stated that the insulin pump serial number was wiped out. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.